Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient reported that cgm displayed value of 115mg/dl compared to bg meter value of 44mg/dl. The patient stated that because of the inaccuracy on (B)(6) 2017, he had passed out and was on the floor until a friend had come over. The patient stated that his friend was a doctor and knew to give the patient a glucagon shot. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.